Event description:
It was reported that a spectrum infusion pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was not returned to baxter for evaluation, therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed an a supplemental report will be submitted.